Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Orbital atherectomy was selected for treatment of the left anterior descending artery (lad). During treatment, the diamondback coronary orbital atherectomy device made contact with the viperwire guide wire, and the guide wire fractured. An attempt to snare the fragment was made, but was unsuccessful and the fragment was left in the distal lad. The procedure was completed and the patient was in good condition.